Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during surgery, a system message was displayed. The system was rebooted and the system message persisted. The surgeon determined that the aspiration was weak. The case was cancelled, however, the patient had already received local anesthetic block. There was no harm to the patient reported.